Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that they changed the pump to give 1-2 units of insulin and it alarmed no delivery. Customer's blood glucose level was 286 mg/dl. Customer will treat for his blood glucose level. Customer was advised to disconnect at the quick release. Customer performed a 5.0 fixed prime. Insulin did exit the tubing. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. No additional information provided.